Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient lost effective coverage due to the l5 drg lead had migrated. It was confirmed via x-ray. Surgical intervention was undertaken on (B)(6) 2024 during which the l5 lead was partially explanted and an additional lead was implanted for better coverage. The lead was partially left implanted due to ineffective lead placement.